Manufacturer narrative:
Review of the mfg and qc records for this lot of product. The mfg and qc records found no deviations from specification. The evaluation of the returned product confirmed the sheath separated from the hub. The first plug, blood-soaked and modaretly shortened, was inside the distal end of the sheath. The plug could not be ejected from the sheath. The sheath proximal end was highly stretched, suggesting that significant force was needed to cause the separation, and was also accordianed, indicating that it had been flexed. This is also reinforced by a buckle midway down the sheath. There was also a distinctive spiral that indicates that while being bent, the device was also twisted. During deployment, the angle at which the device was held was changed. This bent the sheath at the point where the plunger and plug met, causing the plunger to push against the inner wall of the sheath. The continued increasing force caused the separation to occur.